Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 173-600s mg/dl. Reportedly, high bgs were addressed with a bolus via the pump and manual insulin injections. The pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy